Event description:
Taking long periods to restart the continous venovenous hemodialysis (cvvhd) and the patient needs the fluid taken off. This is delaying the ability to get the patient off of the ventilator. Set up new tubing on a patient who is often clotting the filter and new tubing will not prime. Load cell error. Fluid never made it into the blood pump wheel.